Manufacturer narrative:
Result: motor sensor coil cord malfunction.

Event description:
It was reported by service report that the bed goes into trend when lowered normally, and the foot-end lift could not be lowered to its lowest position. There was patient involvement. However, no adverse consequences were reported.